Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase of high shock impedance measurements in the right ventricular (rv) lead over the past year. Data was sent to boston scientific technical services (ts) for their review and recommendations. Data was reviewed and troubleshooting was recommended by ts. Physician decided to schedule a new follow up. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase of high shock impedance measurements in the right ventricular (rv) lead over the past year. Data was sent to boston scientific technical services (ts) for their review and recommendations. Data was reviewed and troubleshooting was recommended by ts. Physician decided to schedule a new follow up. At this time, the system remains in service. No adverse patient effects were reported. Additional information received confirmed that physician performed induction test. Impedance measurement were (B)(4). No additional adverse patient effects were reported.